Event description:
It was reported that the lead was migrating to the skin. The patient could see it beneath the skin, which was red and swollen. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3777, lot# v550692012, implanted: (B)(6) 2010, explanted: unk. Lead: model 3777, lot# v550692011, implanted: (B)(6) 2010, explanted: unk.